Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter experienced high blood glucose. The customer states she went through her pump and got the message on her pump to calibrate. The customer¿s blood glucose level was 487 and 455 mg/dl. Informed customer the reason why the pump wont her let her select to calibrate is because she has a high blood glucose. The customer declined troubleshoot for high blood glucose because she had ice cream. The insulin pump will not be returned for analysis.